Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer pocket a6 white latch had popped out. A field service engineer (fse) removed the cubie tray 1, reinstalled the white latch and then customer installed the cubie pocket, and the drawer started working. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer required maintenance. The customer stated that the malfunction occurred when user was trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.